Manufacturer narrative:
(B)(4). Post market vigilance (pmv) led an evaluation of one endo gia* 45mm articulating extra thick reload opened by the account. This evaluation was based on a technical review of all data received from the site, a pmv review of complaint trends and an evaluation of the returned device. Visual examination of the reload noted that it was partially fired. The anvil clamping mechanism was severely deformed. Evaluation noted that the reload was damaged and no longer seated in the knife channel. Due to the noted damage functional testing not performed. Visual and functional testing of the returned product confirmed the product did not meet quality release specifications. The noted noise was likely due to the knife breaking due to application over thick tissue or an obstruction. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.

Event description:
According to the reporter, the linear staple load popped twice. The sales rep stopped the surgeon upon hearing the pop. Another reload was used. The current patient status is okay. There was no patient injury.